Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1.7 mmol/l, 16.9 mmol/l, and 20.5 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has used up all of the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.